Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's contact called for technical support. During this call the contact noted that the patient was very confused. The contact reported that they would follow up with the patient's nurse. A follow up call was made to the patient nurse who reported that the patient was taken to the hospital and admitted for hypoglycemia. The nurse stated that the patient is diabetic but she was not sure as to why the patient became hypoglycemic. Nurse stated that she may not have followed her diet and was not sure what exactly happened.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's contact called for technical support. During this call the contact noted that the patient was very confused. The contact reported that they would follow up with the patient's nurse. A follow up call was made to the patient nurse who reported that the patient was taken to the hospital and admitted for hypoglycemia. The nurse stated that the patient is diabetic but she was not sure as to why the patient became hypoglycemic. Nurse stated that she may not have followed her diet and was not sure what exactly happened.